Manufacturer narrative:
No sample was returned for evaluation. Manufacturing review of the vascure for carotid repair device history record was completed resulting in no quality issues identified during processing of the lot. Additionally, the subcontractor was asked to perform an evalution of the manufacturing device history records, resulting in no quality issues identified during their manufacturing process. It is noted that per the instructions for use provided with the finished vascure for carotid repair device, pseudoaneurysm and rupture are identified in the instructions for use as known potential complications associated with carotid artery surgical procedures and device usage. The additional information provided by the surgeon implies that the patch ruptured due to pseudoanurysm approximately three months after the initial surgery and implant of the vascure for carotid repair device. The phsycian also states that the event was possibly related to the patient's intense cough after the initial procedure; therefore, it cannot be determined if the device alone was the cause of the adverse event. No other details are available, should any additional information be received a follow-up report will be filed.

Event description:
Email received by quality assurance from user facility stating that on (B)(6) 2024 patient underwent a carotid endarterectomy for severe left internal carotid artery stenosis using the aziyo vascure for carotid repair (model #cmcv-072-606; lot #m23l1352). Physician reports that the operation was straightforward, and the patient's postoperative recovery was uneventful. On (B)(6) 2024, patient presented with a painful, pulsatile left neck mass that had appeared 3 days earlier. Computed tomography revealed a left carotid pseudoaneurysm caused by patch rupture. Patient underwent urgent carotid reconstruction using saphenous vein patch, the patient's recovery was uncomplicated, and he was discharged on postoperative day 5.